Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.

Event description:
Patient was revised to address loosening of asr cup. **update** (B)(4) 2011 - litigation papers were received. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised to address loosening of asr cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.